Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, sensing and impedance issue, due to this lead being dislodged. An attempt to reposition the lead was not possible and this lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, sensing and impedance issue, due to this lead being dislodged. An attempt to reposition the lead was not possible and this lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, sensing and impedance issue, due to this lead being dislodged. An attempt to reposition the lead was not possible and this lead was successfully replaced. No additional adverse patient effects were reported.